Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with broken battery tube threads, cracked case display window corner and cracked belt clip slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.